Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The belt was returned to the distributor for evaluation. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was intermittently able to communicate with a monitor. The cause for the failure was isolated to open red (can h) and black (main_batt) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt was producing a service code 204.